Event description:
My daughter, a type 1 diabetic who uses a dexcom that communicates with control iq on her t slim insulin pump, was traveling in (B)(6) and was checked on by friends when she was not getting up in the morning, and she was found unresponsive. Her glucagon was not administered by her companion because her dexcom g6 device read "high," and she was taken to the ER for emergent treatment. On arrival to the ER her actual blood glucose was 54. She was given IV d50, at which time she regained consciousness, and she was kept for several hours of monitoring. Because her dexcom had been inaccurate by over 300 mmhg, her dexcom was instructing her insulin pump to administer insulin to her all night, and she did not wake up. Had her friends not checked in on her she would have died. She changed her dexcom 6 sensor several times, with similar blood sugar inaccuracies over 300 points. She was unable to calibrate her dexcom to read accurately, and she ended up disabling the control iq feature so it would not overdose her on insulin and changed to finger stick blood sugars. When she called dexcom technical support she was told "inaccuracies can be normal." Unacceptable! She almost died because either the batch of sensors or the transmitter was faulty. We are so thankful she is still alive. This trip to the ER in (B)(6) cost (B)(6), payable in full before they would allow her to leave. It should never have happened. Dexcom eventually sent replacement sensors and a replacement transmitter, after several phone calls. "Technical support" was clearly customer service with zero knowledge of the devices or the disease, outsourced outside the country.